Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed an infection of unknown etiology, which led to a surgical intervention. The entire device was removed and replaced. No patient complications were reported.